Event description:
A malfunction alarm was reported, specifically malfunction code 12, but no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to contact technical support if the issue returned.